Event description:
A customer contacted beckman coulter inc (bci) stating that wash concentrate bottle was leaking at the cap on unicel dxc 600 pro synchron clinical system. No injury was reported on this issue.

Manufacturer narrative:
The wash concentrate bottle was leaking due to loose tubing at the cap. Customer replaced with new tubing.